Event description:
Customer reported hospitalization due to low blood glucose reading. Customer's blood glucose reading at the time of the hospitalization was 25 mg/dl. Customer stated that he took a bolus after eating. Customer woke up again at two in the morning to get some glucose when the paramedics were called. Customer stated he feels comfortable with the insulin pump and declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.